Event description:
The vascade catheter broke in half while the physician attempted to remove it and part of it remained in patient. The retained portion of the catheter was removed successfully by the physician with hemostasis achieved. The patient did not experience any complications and there was no known patient harm.